Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that failed cubies with insulin. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer had failed to open. A field service engineer (fse) replaced the half-height legacy drawer. The station was tested using hardware test application and no issues were found. The system functioned as intended after the field service engineer repaired the device.